Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection revealed the irrigation luer is concentric within the luer hub, however, the luer appeared to be damaged. The luer hub was visually inspected, confirming a small gap between the cured adhesive and inner irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming a leak of the catheter.